Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal would not roll properly when squeeze the tab to roll the seal. A replacement device was used to complete the procedure. No pt complications were reported by the hospital. This device's expiration date was 06/30/2009 and the event occurred on (B) (6) 2009.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was inside of the loader device and the plunger had not been depressed. The delivery tube was pressing against the seal and deforming it. Once the seal is deformed in such a manner, it is difficult to roll the seal and load into the delivery tube. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).